Event description:
It was reported that the pump is intermittently responding to the ok and up arrow buttons. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there was no evidence of the keypad lifting or peeling, the keypad appeared swollen, the pump was intermittently responsive to all keypad buttons and required excessive force to activate, the contrast button does not click and spring back normally, the up arrow key contact was misaligned, the contrast key contact was inverted, and there was evidence of adhesive/contamination under the button contacts.